Manufacturer narrative:
Citation: gad s, du pisanie l, mohnasky m, harris b, villalobos a, keefe n, mody p, caddell a, kokabi n. Early experience using tantalum-loaded nanocomposite hydrogel conformable embolic for upper gastrointestinal bleeding-open-sandwich technique. J clin med. 2025 mar 29;14(7):2345. Doi: 10.3390/jcm14072345. Pmid: 40217796; pmcid: pmc11989852. A. Patient information: ten patients with average age of 67.3 +/- 15.2 years, 20% were female b3: date of event: approximated based on article noting patients who underwent gda embolization for ugib using ta-oce between may 2023 and june 2024 d6a implant date: approximated based on article noting patients who underwent gda embolization for ugib using ta-oce between may 2023 and june 2024. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device separation occurred. A retrospective observational study was performed to evaluate the efficacy and safety of using tantalum loaded obsidio conformable embolic (ta-oce) in gastroduodenal artery (gda) embolization for upper gastrointestinal bleeding (ugib), employing a novel open-sandwich technique. Obsidio conformable embolic was used on 10 patients with confirmed gda bleed on endoscopy. One patient had small fragments of obsidio enter the hepatic artery due to rapid microcatheter movement. No clinical adverse events were observed and there was no ischemic bowel.